Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the right ventricular (rv) lead exhibited low defibrillating impedance and failed to deliver shock for a ventricular fibrillation (vf) episode. Alternative shock configuration was attempted and successfully converted the vf episode. No intervention was performed. Patient condition was stable and would continue to be monitored.